Event description:
Customer's wife reported her husband received an error 4 message on his freestyle freedom meter and was unable to test. As a result, he experienced hyperglycemic symptoms, felt faint, and lost consciousness. He was seen at a local hospital, diagnosed with hyperglycemia and treated with insulin. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up report will be submitted once results are available.